Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported that even if all the valves of the infusion sleeve are completely closed and the adapter is properly locked, leakage still occurs. It is unknown if there was patient involvement; harm was not reported as a consequence of this event.